Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: during a spay procedure on a female dog it was noticed that the connector was loose. The issue was detected prior to any disruption in ventilation to the patient. There was no patient injury or complication reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during a spay procedure on a female dog it was noticed that the connector was loose. The issue was detected prior to any disruption in ventilation to the patient. There was no patient injury or complication reported.